Event description:
The facility reported a colleague infusion pump with a torn main display cover. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of colleague infusion pump with malfunction of "torn main display cover" was confirmed during product evaluation. The assignable cause of the reported condition was a damaged main display and front bezel. The front bezel was replaced to fix the reported condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed that this device was previously serviced for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.